Manufacturer narrative:
Gas delivery system (gds) was returned for failure investigation (fi). Visual inspection of the returned device identified no anomalies. The fi testing could not verify the customer complaint, returned device passed all testing, and no alarms occurred during testing; no fault found.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed ec:1109 machine pressure sensor autozero failed and found the fan guard, filter & retainer need to be replaced. The fse replaced the gas delivery system to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Report date: (B)(6) 2021

Event description:
It was reported to philips by a customer that the user was getting a zero-sensor error code 1109 on the unit. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer reported the unit had proximal pressure autozero failing. The customer found 1109 error in the significant event logs. The rse informed the customer per service manual to verify pin alignment between solenoids and the da pcba; replace the machine auto-zero solenoid (sol 2 and sol 4) and da pcba. Attempts to obtain further information are currently pending.